Event description:
It was reported that an infection occurred. The patient is a part of an attain (B)(6) study which reported a non-healing incision. Redness and discharge from medial aspect of the patient's left sided pectoral implantable cardioverter defibrillator (ICD) incision, along with pus drainage. 5 sutures were removed and antibiotics were initiated. The ICD remains in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant products: 407645 implantable pacing lead implanted (B)(6) 2013; 429888 implantable pacing lead implanted (B)(6) 2013; 6935m62 implantable tachy lead implanted (B)(6) 2013. (B)(4).